Event description:
Device 3 of 3 reference MFR report: 1627487-2013-21379 and 1627487-2013-21380. It was reported the patient underwent surgical intervention to explant her scs system on (B)(6) 2013. The reason for explant is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.